Manufacturer narrative:
(B)(4). Method - film (x-ray, fluoroscopy, ivus, CT, MRI, etc). Results - (patient lesion/vessel morphology), (stent was post-dilated at a higher pressure than is recommended). Conclusion - (patient lesion/vessel morphology), (stent was post-dilated at a higher pressure than is recommended).

Event description:
The physician deployed an endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion located in the lad in a patient. It was reported that it was a simple lesion procedure. It was reported that a durastar non complaint balloon was used for the post dilatation, with a pressure of 24atms. It was reported that a stent fracture occurred, following 100% dilatation. No patient injury occurred and no clinical sequelae were reported. Cine image evaluation: cine images show the vessel during pre-dilation and during stent deployment. The images also show post dilatation activities. There were no images of the reported stent fracture visible in the images. The images confirm the vessel tortuosity. Please note that endeavor resolute (catalogue unknown) is distributed outside the united states; however, it is similar to the united states distributed product endeavor sprint.